Event description:
Detachment of infusion tubing from drip chamber.

Manufacturer narrative:
The unit was rec'd for eval on 04 may 2007 and is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted. Attempts are being made to obtain add'l info regarding this incident. Date submitted: 09 may 2007.